Manufacturer narrative:
The lot number is unknown; therefore, the MFR date cannot be determined. The device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. The search identified three potential lots. The device history for each lot was reviewed; no issues were noted. The february 2007 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A speedband super view super 7 ligator device was used to treat esophageal varices (patient age, gender and weight unknown) in 2008. According to the complainant, the physician attempted to fire one band and it did not deploy; a second attempt resulted in the deployment of multiple bands. As a result, the bands that misfired were left "inside the pt to pass naturally." The procedure was completed with a second speedband super view 7 ligator device. No pt complications were reported as a result of this event.